Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported the volume drained from the reservoir causing the centrifugal pump to enter coast mode. The small roller pump, in the cardioplegia position, went into the off position. The user restarted the heart lung console, and the roller pump began functioning as expected. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.